Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, which had auto capture programmed on, was operating in ac suspension mode. The threshold value was programmed to 5v despite measuring at 1v. A copy of the device¿s memory was analyzed and there was no evidence of device resets or recorded memory errors. The device was reprogrammed to a fixed output of 2.5v and the patient will be monitored. No adverse patient effects were reported. The device remains in service.